Event description:
I'm reaching out, again, because I¿ve experienced yet another round of multiple g7 sensor failures, and frankly, I¿m beyond frustrated. I¿ve now had three sensors fail in april, and six more fail since the end of may through this past monday. That¿s nine failed sensors in just a few months¿and certainly not just an isolated incident. These failures have caused dangerously inaccurate readings, incorrect treatment decisions, and unnecessary stress and visits to the emergency department. And yet, I¿m still being told dexcom only allows three ¿good faith¿ replacements? That policy is outdated and entirely inadequate given the scale of the problem. I attempted to report the most recent issues through your online portal, but it repeatedly crashed with an error message instructing me to call. With this many problems, calling in to explain each one individually is completely unreasonable. To make matters worse, when I do call customer service, I¿m told to use the portal to report the sensor errors. Do you see how circular and absurd that is? This whole process, and the fact that I have had to report this many sensor failures, is a complete waste of time. From what I¿ve heard, I¿m far from the only one dealing with this. So, I have to ask: is anything actually being done to address the clearly faulty sensors? And why isn¿t dexcom extending good faith support to cover all failed devices when the issue is clearly systemic? Reference reports #: mw5173483, mw5173485, mw5173486, mw5173487, mw5173488.

Event description:
Additional information received from reporter on 8/11/2025 for report mw5173484. I am writing again because my patience has officially run out. Since (B)(6), I have now had four more g7 sensors fail¿on top of the nine failures I already reported from earlier this year. That brings my total failed sensors to thirteen in just a matter of months. This is not bad luck, user error, or an ¿isolated incident.¿ it¿s a systemic problem that dexcom has yet to acknowledge or resolve. These failures have led to dangerously inaccurate glucose readings, incorrect treatment decisions, and unnecessary stress. The fact that I¿m expected to jump through hoops to report each one individually while juggling my health is unacceptable. Your online portal doesn¿t work. Your customer service tells me to use the portal anyway. That¿s not support¿it¿s a runaround, so I will continue to email this thread each time I have sensor failures to force action to be taken. Additionally, the latest batch of sensors I received says rev #10, but I heard there is a #12. Why are the updated sensor revisions not being sent to customers? And to be clear, limiting replacements to three ¿good faith¿ sensors in the face of repeated, documented product failures is insulting and no longer acceptable. It shifts the burden and cost of a defective product onto the customer¿a customer whose health depends on this technology working properly. I need two things from dexcom immediately: 1. Replacement for every failed sensor since (B)(6), without exception. Please see the table below for the information on the sensors that failed. 2. A written explanation of what dexcom is doing to address the widespread g7 sensor failures so customers aren¿t left gambling with their health. Anything less is unacceptable. If this is not resolved promptly, I will escalate my concerns¿including my detailed history of failures and correspondence¿to regulatory agencies and consumer protection organizations. I expect a response within three business days and four replacement sensors in the most current revision by the end of the week. - (B)(6). Device code: 3023,1506,1535, 2588. Patient code: 4580. Reference reports: mw5173483, mw5173485, mw5173486, mw5173487 mw5173488, mw5174347, mw5174348, mw5174349, mw5174350.